Manufacturer narrative:
Follow-up # 2 ¿ (08/07/2014), the patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter was reading inaccurately high as compared to his feelings/normal readings and a laboratory (lab) device. The complaint was classified based on the customer service representative (csr) documentation. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 10:40 am. The patient reportedly test on the subject meter and observed a value of ¿82mg/dl.¿ the patient manages his diabetes with diet and exercise alone. He claimed that just before and while testing on the subject device, he began to develop symptoms of ¿shaking and sweating and felt like falling¿ and thought the reading obtained on the subject meter was ¿norma,¿ not reflecting a low. He stated he self-treated his symptoms with some sugar and drank orange juice. He claimed that on a different date/time he tested with the subject meter and obtained a value of ¿117mg/dl¿ and within 10 minutes a lab test was completed and he reported a reading of ¿96mg/dl¿ with the lab device. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿s criteria for accuracy. No symptoms or medical treatment were reported. At the time of troubleshooting the cca confirmed the meter was set to the correct unit of measure, the samples were obtained from the same approved sample site. The testing technique was correct. Replacement products have been sent to the patient and subject products are pending return for investigation. The patient felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient¿s symptoms. In addition, the treatment correlated with result the patient had obtained with the subject meter. However, this complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (05/13/2014).the patient¿s test strips have been returned on 4/25/2014 and evaluated by lifescan product analysis on 4/30/2014 with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.